Manufacturer narrative:
G4:30(B)(6)2020. B4:01(B)(6)2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the touchscreen needed to be replaced to return the device to working condition. The customers bio-med replaced the touchscreen to resolve the issue. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device's touchscreen was not functioning. There was no patient involvement or user harm reported.